Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctor visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported that her doctor prescribed her triamcinolone acetonide and also suggested benadryl for a reaction she had to the pod adhesive. Pod worn between 24 and 36 hours. Patient is changing the pod more often as a precaution. The patient noted that it was not an infection but looked like an allergic reaction and described it as burning sensation, itchy and warm to the touch, with clear drainage.